Event description:
The customer reported a 6 second delay in obtaining a 12-lead ECG using a 12-lead ge ECG cart while hooked up to an mrx. There was no report of negative patient impact.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.